Event description:
Customer reported that pump was not turning on. No information was provided regarding any impact on the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.